Manufacturer narrative:
.

Event description:
It was reported through medwatch ((B)(4)) that the patient underwent an unknown total knee arthroplasty. Patient developed mechanical failure of the tibial component, locking mechanism. The surgeon revised the patient and change the locking bar.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The stem analysis report for the locking bar shows irregular and localized deformation indications near the top edge and non-conducting material contamination on the contact surface but it is unclear whether they are caused by metal on metal wear between locking bar and tibia tray, or as a result of damage occurred during the locking bar insertion process into tibia tray assembly. The locking bar was returned for investigation. Visual inspection of locking bar identified abrasions which were likely caused by the insertion and removal of the locking bar. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Medical product- vanguard tibial bearing, item # ep-189020, lot # 331470. Vanguard cr femoral interlok - r, item # 183004, lot # j3797931. Biomet arcom ap patella, item # 11-150825, lot # 772360.

Manufacturer narrative:
Concomitant medical products: item name: biomet cc cruciate tray 63mm, item number: 141231, lot number: j3630728.